Manufacturer narrative:
Date of event: (B)(6) 2020. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while the physician was visually inspecting a advance 14 lp low profile balloon catheter prior to usage, they noted a separation where the balloon meets the shaft. Therefore, the device was defective and would not inflate. The device was not used in the patient's body. No unintended section of the device remained inside of the patient's body. No additional procedure were required due to the occurrence. No adverse effects were reported due to the occurrence.

Event description:
Additional information was received 19jan2021. The procedure was an angiogram of the left lower extremity with percutaneous intervention. It is unknown if the package was damaged.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, prior to an angiogram while the physician was visually inspecting a advance 14 lp low profile balloon catheter, they noted a separation where the balloon meets the shaft. Therefore, the device was defective and would not inflate. The device was not used in the patient's body. Investigation ¿ evaluation. A document based investigation was performed including a review of drawings, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: device description: ¿particular care should be taken in handling the balloon to prevent damage.¿ instructions for use: balloon preparation: ¿upon removal from package, inspect catheter to ensure no damage has occurred during shipping.¿ how supplied: ¿store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a definitive conclusion could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.